Event description:
It was reported the patient had fallen on his ipg site. As a result, the patient is complaining of pain under the ipg site that radiates through his joints into his left leg. Diagnostic testing did not reveal any anomalies. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.